Manufacturer narrative:
Additional/updated information can be found in b3 - date of event, b5, d10 concomitant products and h6 medical device problem codes. Completion of the complaint investigation remains pending.

Event description:
Additional information from the customer was received on 05-may-2025 primary tubing set 14687-28 lot number 14204889 cl3011 lot 14170139. The chemotherapy drug is taxotere. No drug was wasted. The b port began leaking as soon as they pressed 'start' on pump after the secondary tubing was attached. Then the pump was turned off and the primary tubing set was changed out cl3011 to resolve issues. There was a likely proximal occlusion. The event occurred on (B)(6) 2025 during use on patient. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap. A medsun mandatory medwatch report (uf/importer report# (B)(4) was received on 16-apr-2025 that stated: "rn hung keytruda and pushed start on plum pump. Fluid started leaking from spinning spiros on keytruda secondary line that came from the pharmacy. Rn closed the clamps on the secondary line and bag was returned to the pharmacy, [redacted], pharmacist aware. Primary tubing changed as highly likely it will alarm proximal occlusion. Pharmacy returned keytruda bag with new secondary tubing. Keytruda did not need to be wasted." There was no report of any human harm.